Manufacturer narrative:
Method: visual inspection, functional inspection, and device history review. Results: visual inspection: this inserter was visually inspected upon return. The distal tip is broken and the inserter does not present any other damages. The broken tip was removed together with the cage. Functional inspection: the inserter is still moving freely though the breakage of the distal tip prevents its full functionality. Device history review: no nonconformities or deviations linked to the reported event were found during manufacturing. Conclusion: the returned anchor-c inserter was inspected, and the breakage of the distal tip was confirmed. No anomaly that could be associated with the event was reported during the manufacturing of this batch. Surgical technique warns about excessive pivoting or angulation on the guide/inserter tip while attached to the cage should be avoided as it can damage the instrument. The event described the use of a 6mm inserter together with an 8mm cage which is not compliant with the surgical technique. No adverse event and no surgery delay were reported. The reported event is believed to be the result of the condition of use.

Event description:
It was reported that .. "Tech accidentally loaded a 6 inserter on a size 8x12x14x4 degree peek cage. During screw insertion the threaded pin on the guide broke off, leaving half of the threaded pin in the cage. The dr. Removed the cage and reinstrumented with another 8x12x14x4 degree peek cage. There was nothing left behind in patient - post op x-rays confirm this."

Event description:
It was reported that .. "Tech accidentally loaded a 6 inserter on a size 8x12x14x4 degree peek cage. During screw insertion the threaded pin on the guide broke off, leaving half of the threaded pin in the cage. The dr. Removed the cage and reinstrumented with another 8x12x14x4 degree peek cage. There was nothing left behind in patient - post op x-rays confirm this."

Manufacturer narrative:
Additional information has been requested and if made available will be reported in a supplemental report. Method, result, and conclusion will be made available following an engineering evaluation.